Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by re-plugging the live monitors' dvi (digital visual interface) cable. The philips field service engineer (fse) inspected the system onsite and found that the live monitor had a black screen. Upon troubleshooting, the fse found the dvi connection of the live monitor and the signal cable were faulty. To resolve the issue, the fse replaced the dvi connector and the signal cable. The defective dvi connector and signal cable were returned to philips for failure analysis, but the cause of the dvi connector and signal cable failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the dvi connector and signal cable by the field service engineer has resolved the reported issue and restored the system's functionality. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
The complaint device 722280 - azurion 3 m15 is not sold in the us. However, its similar device 722222 - azurion 3 m15 is marketed in the us under 510(k): k200917 it has been reported to philips that the flexvision monitor had a blank screen. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.